Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during da vinci assisted surgical procedure, surgeon noted a small piece of black rubber in the patient's abdomen through camera. The piece was immediately removed. At the end of procedure, the piece was confirmed to be from trocar cap seal. The pieces were collected. The procedure was completed. On 4/8/2024, intuitive surgical, inc. (Isi) received mw5153096 stating: when surgeon looked in the abdomen with the robotic camera, he saw a small piece of black rubberwhich he immediately removed. We supposed it was from the tocar cap seal. It was confirmed at the end of the procedure that it was a piece off of the seal. The pieces were collected and a picture was taken. Instrument endoscopic 5-12mm seal universal da vinci xi endowrist.